Manufacturer narrative:
The device was not returned and there was not lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that the operator, who is trained in use of the device, attempted a femoral arteriotomy closure using the starclose vascular closure system after a diagnostic procedure. He fired the button and the clip was deployed but the device was stuck. The doctor freed the device by pulling it out. He watched the area for several minutes and saw no bleeding. The pt experienced no ill effects. The device was discarded and will not be returning. No additional info is available.